Event description:
It was reported the pt (sweden) was unable to increase the amplitude for her therapy program. A diagnostic test revealed an invalid impedance measurement for the first lead contact, but effective stimulation was recaptured via reprogramming. Subsequently, the pt reported she was not feeling therapy in the correct area. Surgical intervention was undertaken to address these issues. Intraoperative testing found no issues with respect to impedance when the lead was tested independently; however, when tested in conjunction with the extension, impedance issues were observed. As such, the physician replaced the pt's extension and effective stimulation was recaptured.

Manufacturer narrative:
Results - the complaint about "invalid impedance" was confirmed. As received the extensions were visually examined under the microscope and broken wire was observed on the channel 1 in the lead header and failed conductively test for pin 1. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.